Event description:
It was reported the customer's insulin pump was damaged. The customer's mother reported the insulin pump was cracked at two corners. The customer's mother stated they were able to read the insulin pump's screen and the insulin pump as functioning as designed. The customer's mother also reported possible moisture exposure to the insulin pump. The customer's blood glucose was 208 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Unit had moisture damage on lcd.